Event description:
Per the attorney: "as a result of the defective design of this product, co's client, ... Suffered serious injury to the right leg and ankle." The attorney alleged that the right leg of attorney's client came in contact with a sharp edge on the device.